Event description:
It was reported that an air eliminating tubing set disconnected. The report stated that a patient called the nurse to say that they had a tubing issue. When the nurse entered the room, they found the patient holding one end of the tubing that had torn off from the other part of the tubing, which was still in the pump. There was no patient injury or medical intervention reported. No additional information was available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.